Event description:
The customer's mother reported that the insulin pump had a motor error alarm during bolus. The customer's mother did not list any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 195 mg/dl. Customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump unable to prime during prime/delivery test due to faulty back pressure sensor. Pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.